Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection. And functional test of the returned device. The device was inspected on the pebax area under microscopy to identify if there was damage on the pebax, that caused the foreign material inside the pebax. A hole was found in the pebax. Additionally, a picture was received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, a reddish material can be observed inside the pebax, however, there is no evidence of physical damage on the pebax. It should be noted that device failure is multifactorial. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the complaint were found during the review. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. Note: the date of event was not provided. As such, field date of event. Date of event has been populated with on (B)(6) 2022. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that after mapping before starting ablation thermocool® smart touch® sf bi-directional navigation catheter shows "force too high¿, zeroing was correct. The cable was changed and the thermocool® smart touch® sf bi-directional navigation catheter showed force too high again. Then we changed the thermocool® smart touch® sf bi-directional navigation catheter and problem was solved. They also observed blood in the catheter. The customers reported issues of high force error is not MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. The issue of blood inside the catheter is not MDR reportable since there is no mention of the integrity of the catheter being compromised. On18-aug-2022, the bwi pal revealed that a visual inspection of the returned device found foreign material inside the pebax. The device was further inspected in the pebax area under microscope to identify if there was damage on the pebax that could have caused the foreign material inside the pebax and a hole was found in the pebax. This finding of a hole in the pebax is considered to be an MDR reportable malfunction.

Manufacturer narrative:
On 12-sep-2022, the health care provider name was provided, as such, the appropriate fields in section e, initial reporter have been populated (dr.samir murad). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4)